Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator. It was reported that the patient experienced dysarthria that resulted in a permanent impairment of a body structure or body function and required in-patient or prolonged hospitalization. The diagnostic methods included an examination on (B)(6) 2017. The resulted in the identification of the event. The etiology was noted as related to the device/therapy and not related to the implant procedure; the implantable neurostimulator (ins) was noted. The actions/interventions taken to resolve the event included reprogramming the ins on (B)(6) 2017; the event resulted in an in-patient hospitalization and an unscheduled clinic or office visit. The event was considered resolved without sequelae on (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that the event date was corrected to (B)(6) 2017. It was also noted that the etiology was updated to related to the device/therapy, not related to the implant procedure, and not due to programming. The event was stated to have resulted in a permanent impairment of a body structure or a body function. No further complications were reported/anticipated.

Manufacturer narrative:
The disability option of the outcome attributed to the adverse event no longer applies. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was clarified that there was no permanent impairment; the event was resolved without sequelae.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that the etiology was updated to related to the device/therapy, not related to the implant procedure, and due to programming. The patient's most recent reprogramming/device interrogation date prior to the event was on (B)(6) 2016. No further complications were reported/anticipated.

Manufacturer narrative:
Updated evaluation coding due to recent changes in FDA coding guidance. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The status was updated to ongoing and the clinical diagnosis/symptoms was updated to intermittent dysarthria.